Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump with failure code 701:00; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was software being installed incorrectly. The software was reinstalled to correct the reported condition. The user interface module software version is 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required.should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.